Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("left sided ruptured ectopic pregnancy/a pregnancy midway down the tube extending to the fimbriated end"), ruptured ectopic pregnancy ("left sided ruptured ectopic pregnancy") and abdominal adhesions ("lysis of adhesions/dense abdominal adhesions/adhered to the client's abdominal wall") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abdominal operation. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 1 year after insertion of essure, the patient experienced abdominal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (left essure removal and left salpingectomy to repair ruptured ectopic pregnancy on (B)(6) 2018). At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure. The reporter commented: the operative report indicated she had dense abdominal adhesions that were caused by multiple prior abdominal surgeries ,that were difficult to navigate to reach her organs. The result of the surgery was the removal of the left fallopian tube which indicated a pregnancy midway down the tube extending to the fimbriated end. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ruptured ectopic pregnancy ("left sided ruptured ectopic pregnancy"), abortion of ectopic pregnancy ("left sided ruptured ectopic pregnancy/a pregnancy midway down the tube extending to the fimbriated end / pregnancy (ectopic) / pregnancy (stillbirth or miscarriage)"), abdominal adhesions ("lysis of adhesions/dense abdominal adhesions/adhered to the client's abdominal wall") and mixed connective tissue disease ("autoimmune disorder type of disorder: mixed connective tissue disease") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included abdominal operation, gravida ii and parity 4 ((B)(6) 1999, (B)(6) 1999, (B)(6) 2000, (B)(6) 2007.). Concurrent conditions included clot blood (approximately 50cc of blood.) And cesarean section. Concomitant products included ibuprofen since 2013. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 1 year after insertion of essure, the patient experienced abdominal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), mixed connective tissue disease (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy & lysis of adhesions), surgery (left essure removal and left salpingectomy to repair ruptured ectopic pregnancy on (B)(6) 2018), surgery (left essure removal and left salpingectomy to repair ruptured ectopic pregnancy on (B)(6) 2018) and surgery (exploratory laparotomy, lysis of adhesions,). At the time of the report, the pelvic pain, ruptured ectopic pregnancy, abortion of ectopic pregnancy, abdominal adhesions, mixed connective tissue disease and abdominal pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abortion of ectopic pregnancy, mixed connective tissue disease, pelvic pain and ruptured ectopic pregnancy to be related to essure. The reporter commented: the operative report indicated she had dense abdominal adhesions that were caused by multiple prior abdominal surgeries ,that were difficult to navigate to reach her organs. The result of the surgery was the removal of the left fallopian tube which indicated a pregnancy midway down the tube extending to the fimbriated end. Postoperative x-ray revealed no retained foreign body (the coil on the right fallopian tube remains in place, however); this was reviewed with the attending radiologist.however, her essure instrument was noted remaining in her right proximal fallopian tube. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet and medical record was received- events added from pfs- pain, mixed connective tissue disease, abdomen pain, she did not undergo confirmation test. The verbatim of events pregnancy (ectopic), pregnancy (stillbirth or miscarriage) were clubbed to previous events with pt ectopic pregnancy. Reporter information, historical condition, concomitant disease, concomitant drug & essure removal date were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), ruptured ectopic pregnancy ('left sided ruptured ectopic pregnancy'), abortion of ectopic pregnancy ('left sided ruptured ectopic pregnancy/a pregnancy midway down the tube extending to the fimbriated end / pregnancy (ectopic) / pregnancy (stillbirth or miscarriage)'), abdominal adhesions ('lysis of adhesions/dense abdominal adhesions/adhered to the client's abdominal wall') and mixed connective tissue disease ('autoimmune disorder type of disorder: mixed connective tissue disease') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included abdominal operation, multigravida and parity 4 (B)(6) 1999, (B)(6) 1999, (B)(6) 2000, (B)(6) 2007.). Concurrent conditions included thrombosis (approximately 50cc of blood.) And multiple cesarean sections. Concomitant products included ibuprofen since 2013. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal adhesions (seriousness criterion medically significant), 1 year after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), mixed connective tissue disease (seriousness criterion medically significant), abdominal pain ("abdomen pain"), infection ("infection"), abscess ("abscess") and sepsis ("sepsis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy, lysis of adhesions,, left essure removal and left salpingectomy to repair ruptured ectopic pregnancy on (B)(6) 2018 and left salpingectomy & lysis of adhesions/oophorectomy). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, abortion of ectopic pregnancy, abdominal adhesions, mixed connective tissue disease, abdominal pain, infection, abscess and sepsis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal adhesions, abdominal pain, abortion of ectopic pregnancy, abscess, ectopic pregnancy with contraceptive device, infection, mixed connective tissue disease, pelvic pain, ruptured ectopic pregnancy and sepsis to be related to essure. The reporter commented: the operative report indicated she had dense abdominal adhesions that were caused by multiple prior abdominal surgeries ,that were difficult to navigate to reach her organs. The result of the surgery was the removal of the left fallopian tube which indicated a pregnancy midway down the tube extending to the fimbriated end. Postoperative x-ray revealed no retained foreign body (the coil on the right fallopian tube remains in place, however); this was reviewed with the attending radiologist. However, her essure instrument was noted remaining in her right proximal fallopian tube. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. Events: infection, sepsis, abscess added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.